Event description:
It was reported that the burr fractured the guidewire. A 1.50mm rotalink plus and rotawire were selected for use for a coronary atherectomy procedure. Upon testing the speed outside of the patient's body, it was noted that a section of the guidewire was sheared off by the burr device. Removal of all the equipment was done. The procedure was completed with another of the same device. No patient complications were reported.